Event description:
It was reported that during initial implant, the patient's right atrial lead exhibited high impedance and high capture threshold. The lead was removed and replaced successfully during procedure. Patient remained in stable condition during and post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.